Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, patient presented with pre-op diagnosis as herniated disc. For which, patient underwent, metrx micro dissectomy. Intra-op, the micropituitary broke. Upper jaw of micro pituitary left inside disc space. Doctor couldn't retrieve it. Patient complications were unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.